Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. Visual examination of the provided x-ray images confirmed the reported event. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: update october 11, 2019: the acetabular liner has been received for examination. Examination of the liner finds sufficient evidence identifying the reported disassociation event. Product error was not identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: investigation summary: update october 11, 2019: the acetabular liner has been received for examination. Examination of the liner finds sufficient evidence identifying the reported disassociation event. Product error was not identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. No device associated with this report was received for examination. Visual examination of the provided x-ray images confirmed the reported event. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Per internal procedures, the event information was reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device was identified. No device associated with this report was received for examination. A review of the provided x-ray images finds sufficient evidence to indicate a liner from cup disassociation event. No device fracture is noted. No image depicts the patient¿s entire pelvic region making an assessment on acetabular cup position more difficult. A root cause cannot be determined using x-ray images. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot number combination. Based on the inability to find any additional related reports against the provided product code/lot number combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. Investigational inputs were requested as indicated per internal procedures for this failure mode. Without the physical complaint sample associated with this report, it was not possible to determine if the device failed to meet specifications at the time it was released for distribution. The device associated with this event was used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No evidence was found indicating product error was a contributing factor. The need for corrective action was not indicated. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Update october 11, 2019: the acetabular liner has been received for examination. Visual examination of the returned liner finds evidence to support disassociation of the liner and cup while implanted. Four of the six male external anti rotation features (ards) of the liner are sheared off. This damage occurs when the liner disassociates and rotates inside the acetabular cup. There is some evidence of subluxation on the inner rim in the area opposite the missing ard features. A more vertical than recommended cup position could be a factor in edge loading and subluxation of the femoral head within the liner/cup construct. With the x-ray images provided it was difficult to conclude there was any obvious mal-positioning of the cup. Inadvertent, or otherwise, non-compliant patient activities could also contribute to subluxation. The positive/male locking barb feature of the liner remains intact in some areas around the liner. When the liner is seated there is mechanical damage to this positive feature to indicate it was properly inserted within the acetabular cup. This evidence is not fully present in the area where the liner has rotated inward. Subluxation of the femoral head upward toward the inner rim of the liner would put unexpected pressures on the locking mechanism(s) of the cup / liner construct. The liner examination has not identified product error regarding this event. A complaint database search was again performed against this product / lot combination. No additional reports of any kind were identified. No evidence was found indicating product error was a contributing factor. The need for corrective action was not indicated. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device history lot: null. Device history batch: null. Device history review:null.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event: patient reports feeling a strange noise in her prosthesis. Patient went to a medical center and when patient was evaluated with radiological examinations, a defect in the prosthesis was identified. There was a wear in one of the pieces, being something unusual for the short time of being put on her hip, 1 year 11 months. ((B)(6) 2017). Patient has visited three traumatologists, kinesiologist and also the same doctor who performed this operation agree that the prosthesis is worn. Patient reports the risk of a metalosis or a luxation, as the hip specialists have said, where they also insist that I soon need a (prosthetic revision).